Event description:
The user facility reported that during a laparoscopic appendectomy, the user experienced a total loss of image. The procedure was completed with a different, but similar device. There was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was able to duplicate the user's report of image loss. The image was completely black with some flickering. The eval noted minor debris underneath the light guide cover glass. The outer tube was critically bent and the device did not pass the light transmission testing. There were dents and scratches on the video connector. The image difficulty was attributed to a damaged video cable. The device was serviced and returned to the user facility. The report is being submitted as a medical device report in abundance of caution.